Event description:
It was reported that the lead integrity alert (lia) triggered within a few weeks of implant. Evaluation showed nonsustained tachycardia that does not look like noise, but rather short runs of fast ventricular tachycardia. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.